Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger. (B)(4).

Event description:
It was reported that the patient would be getting an MRI of knees which was not related to the device therapy, but that "there were a lot of discrepancies between the information on the manufacturer's website and what was found in the manual for magnetic resonance safety." It was noted that the on friday night, there were reportedly three people reading over the guidelines trying to determine if the patient could have the MRI, and they could not determine this from reviewing the guidelines. It was noted that the patient was sent home without an MRI. If additional information is received, a supplemental report will be filed.